Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-20014-00417.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2012. Legal counsel for patient reported patient underwent a left hip revision procedure on (B)(6) 2014, and a right hip revision procedure on (B)(6) 2014, due to patient allegations of pain and personal injuries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04098 / 04099).